Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact no lifting or peeling observed. The "up/down/ok" and "contrast" keypad buttons are intermittently responding during testing. The "up/down" keypad buttons require excessive force to activate during testing. The keypad was removed for further investigation, the "up" and "contrast" key contacts are misaligned. The "up/down/contrast" and "ok" key contacts becomes inverted when pressed and do not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
The lay-user/reporter alleged that the ok button is sticking. During troubleshooting, customer service noted the only the ok button was affected. The problem issue began weeks ago. There was no adverse event associated with this complaint.